Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged unexpected shutdown issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer changed their supplies to a different power charger, but the issue persisted and the customer was unable to charge the pump. Additionally, it was reported that the pump unexpectedly shutdown after tandem technical support review of the pump history; however, customer maintained pump had not shutdown. Customer's blood glucose level raged from 177 mg/dl to 180 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.